Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted that the device failed the pt pendant test and that the pt pendant connection does not work. No specific details were provided. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.